Event description:
The novasure appliance did not collapse, therefore it did not allow it to retract into the sheath for removal. The physician was finally able to get it partial closure of the array and was able to remove the device. The patient was not harmed. The hospital has the device retained as it was used on the patient.